Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497mg/dl. The customer also reported sensor glucose value of 92 mg/dl. Customer declined to troubleshoot for high readings. The customer also reported blood glucose of 60 mg/dl in the morning and treated with eating and drinking without any insulin. The customer reported that the sensor was bent like a banana. The product was not returned for analysis.